Event description:
It was reported that the 4076 lead dislodged and was explanted. The 5076 lead was attempted to replace it, but it was reported that the lead was possibly damaged during implant in the sheath so the helix would not deploy. The lead was not implanted. Another lead was used successfully. No patient complications have occurred as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood/body fluid found in/on all conductors(not obstructed) and helix/lobe mechanism(sleeve head). Outer insulation is breached cut. (B)(4) helix/lobe distorted/bent; full lead was returned and analyzed.the helix does not fully retract due to being bent. Blood in/on helix/lobe mechanism(sleeve head).